Manufacturer narrative:
The insulin pump received was with a damaged display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case(battery tube), cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displaceent test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the plastic ring on the pump is broken and there is also a crack on the plastic above the screen. The blood glucose was 2.9 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.